Event description:
A patient reported inaccurate insulin unit readings leading to supply waste. Although the patient declined further follow-up with customer technical support, it was noted that customer was out of warranty and in the process of renewal. There was no reported impact to the customer¿s blood glucose level.